Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The device was received with all operating currents within specification and passed no delivery error test and displacement test. No unexpected battery out limit alarm anomalies noted. No damage on the lcd isolation tape noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. The insulin had minor bump. Customer was using aaa duracell battery. Customer used new battery, but the display did not return. Insulin pump will be returning for analysis.